Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9600 system had an error message during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.